Manufacturer narrative:
. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to upgrade. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath, the rv lead was successfully removed. Next, targeting the ra lead with a spectranetics 11f tightrail rotating dilator sheath, the lead was removed, but could not be withdrawn into the device due adhesions at the tip of the lead; therefore the tightrail was activated, and the lead was extracted. Re-implantation of the new lead was initiated; however, the patient's blood pressure dropped and a pericardial effusion was detected via echocardiography. Rescue efforts began, including drainage and sternotomy. A perforation in the superior vena cava (svc) was discovered and repaired, and the patient survived the procedure. This report captures the 11f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.